Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. This event occurred during evaluation; therefore, no patient was involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. Test article piston foam was installed and the device passed the volumetric accuracy test. The original piston foam was re-installed, and accuracy was performed and test failed. The evaluation revealed the cause of the failure to be a deteriorated piston foam and cracked door piston. The piston foam and door piston was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.